Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three dimensional (3d) adjustment was sometimes not possible with the loaner flex deflectable videoscope. There were no reports of patient harm.

Manufacturer narrative:
Updated: h3, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported 3d adjustment not proper working could be determined, however, it is likely that the image sensor unit was damaged due to stress of repetitive use, user handling/mishandling and or circuit board component failure. The event may be detected/prevented by following the instructions for use sections below: ltf-s300-10-3d operation manual chapter 3 preparation and inspection of the combined functions with accessories and related devices. Ltf-s300-10-3d operation manual chapter 5 if an abnormality occurs_5.2 how to identify and solve the abnormality. Olympus will continue to monitor field performance for this device.